Event description:
Pt undergoing chemotherapy for treatment of infant leukemia. Both lumens of venous access device would not draw. Urokinase 5000 u/1 ml administered to white lumen with successful lysing of clot. While attempting to administer urokinase to the red lumen, a bulge was seen in the dual lumen segment of the catheter. Rptr immediately stopped manipulating the red lumen, however, when the white lumen was flushed later in the day, the same weak spot blew a hole. There is no repair kit for this type of catheter. (*)